Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant was given to the pt.

Event description:
Globus was notified that a revision surgery was necessary due to a screw breakage. It was reported the pt fell and also had non-union from a prior surgery. The revision took place (B)(6) 2014. The screw broke posterior at l3-5.